Manufacturer narrative:
The reported lot number 20408100 does not provide a match in the system search; however, it was reported that the expiration date is november 28, 2022. (B)(4). The complainant indicated that the device was disposed and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage blue system device was implanted into the patient during a mid-urethral sling placement procedure performed on (B)(6) 2021 to treat stress urinary incontinence. When the patient was leaking urine after the procedure they discovered bladder perforation and removed the mesh on (B)(6) 2021. The patient was then rescheduled for a new mesh implant (advantage blue system) three months later. Prior to the new implant, bladder stone caused by the fragments of the original mesh was discovered via cystoscopy and was removed. Subsequently, the patient had the new mid-urethral sling implanted. Reportedly, the issue has been resolved and the patient's current condition is good.